Event description:
It has been reported the pt experienced a loss of stimulation and subsequently an inability to initiate a communication between the ipg and both the charging system and the pt programmer. The pt indicated, she had previously turned stimulation off and is unsure when the system lost communication, but she currently cannot turn it on. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.